Event description:
It was reported that during a davinci si pyeloplasty surgical procedure, the customer noted that a 'broken wire' on the large needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the grip cable was found to be frayed at the distal idler pulley. The frayed strands stick out at the wrist. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.